Manufacturer narrative:
H3: product analysis found that visually, there was no damage noted in the construction of the device. However, it was noticed that one side of the gap (located between inner and outer hub) was larger than the other side. Functionally, the inner assembly spun by hand with no issues. The device was securely loaded into a handpiece and ran in oscillating mode up to 7,500rpm. During the blade rotation, the wobbling and unusual sound were observed. For further analysis, the inner assembly was pulled out of the outer assembly, and it was noticed that the inner shaft was slightly bent near the distal end of the inner hub. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ess procedure, there was an abnormal sound when setting and checking operation. There was no abnormal noise in the spare product. The procedure was completed with backup product. No consequences or impact to patient.